Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine was leaking from the bifurcation of foley catheter.

Event description:
It was reported that urine was leaking from the bifurcation of foley catheter.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Visual evaluation of the returned two-photo sample noted one opened (without original packaging), used temp sensing silicone foley catheter. Visual inspection of the two-photo sample noted an arrow pointing at the bifurcation of foley catheter. No actions can be taken at this time since a root cause was not identified. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: intended for use in the drainage and/or collection and/or measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladders. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as a nephrostomy tract. This preconnected closed system foley tray contains: lubri-sil® i.c. All-silicone 400-series, temperature-sensing anti-microbial foley catheter, statlock® foley stabilization device, anti-microbial control-fittm outlet device, 350 ml urine meter, bacteriostatic drainage tube, bacteriostatic collection bag (2500 ml) 3 foam swabs, povidone-lodine packet, peri-care kit, soap towelettes, hand sanitizer. Warning: do not use if allergic to iodine. Store at room temperature. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Bard, complete care, control-fit, ez-lok, lubri-sil, statlock, and surestep are trademarks and/or registered trademarks of c. R. Bard, inc. Bacti-guard is a registered trademark of bactiguard ab. Bacti-guard silver alloy coating is licensed from bactiguard ab. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.